Event description:
Facility staff reported the device failed to pace a patient. The observation or observations upon which this allegation was based was not reported. The patient stated that patient outcome was not affected by the alleged discrepancy. The basis for this determination was not reported.